Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at this morning was 419 and at the time of incident was over 413 mg/dl, current blood glucose is 281 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with needles. The customer was hospitalized for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and minor scratches on lcd window.